Event description:
Device issue: none. Adverse event: death. Onset of adverse event: 21 months after stent implantation. It was reported via trial that approximately 21 months, after stent implantation of 2 xience stents, one in the mid-right coronary artery (rca) and one in the distal left anterior descending (lad) artery, the patient died of unknown causes. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with any relevant information.